Event description:
A female pt underwent a percutaneous endovascular procedure in 2008, via a 6 french procedural sheath placed in the right common femoral artery (cfa). At the end of the endovascular procedure, the trained physician prepped and deployed a mynx vascular closure device to achieve femoral artery hemostasis. The device was deployed, however, hemostasis was not successfully achieved and the patient was converted to manual compression. During recovery, the patient developed a cold leg and weakened pedal pulses. Doppler ultrasound was reportedly performed and an occluded right femoral artery was detected. A femoral artery embolectomy was performed to restore flow. The patient's cfa was noted as small and estimated to be 2.5mm in lumen diameter (per the vascular surgeon). The patient recovered without further clinical sequelae. No further info was available.

Manufacturer narrative:
The device was not returned for evaluation and the lot number was not provided. Based on the limited info provided, the root cause of the reported incident was improper use of the device. Per the instruction for use. The safety and effectiveness of mynx have not been established in the following patient populations: pediatric patient or others with small common femoral arteries (<5mm).